Event description:
Hcp reported the patient presented in 2004 and was noted as having a fever which was thought to be "central." The patient was admitted to the hosp 4 days later with dehydration and 40 degree celsius fever. The patient had symptoms of an infection including fever, redness, swelling, and pus coming from the central line. Cultures were taken of the blood, central line, and device pocket with negative results. Cultures of the csf showed meningitis, staphylococcus aureus in nature. The hcp reported the contamination may have occurred when the pt had lumber puncture which went through a contaminated catheter tract. The pump and catheter were explanted the following day. The pt is still in the hospital being treated with IV antibiotics. The pt has risk factors including being in a debilitated status and being malnourished.